Event description:
The manufacturer became aware of literature published by the st georges university hospitals nhs foundation trust. The title of this report is derotational femoral osteotomy using a retrograde intramedullary nail with medial patellofemoral ligament reconstruction as a treatment for recurrent patellofemoral instability, published on 13 november 2025, which is associated with the stryker t2 scn system. The article doi is 10.1016/j.jor.2025.11.016. During the review of the literature, it was not possible to establish specific device details or patient information, and at this time no additional device information is available. It was reported that one case of delayed union occurred in a smoker. Further follow up demonstrated bridging callus at eleven months post operatively when the patient stopped smoking. The use of the device in this indication represents off label use.

Manufacturer narrative:
This complaint was generated based on findings identified during post market surveillance literature. The article can be found at https://doi.org/10.1016/j.jor.2025.11.016. The reported event could not be confirmed because the device was not returned for evaluation and no additional information was received from the author. More detailed information regarding the patient's medical history, event details, and the involved device(s) is required to determine the root cause. If additional information becomes available, the investigation will be reopened and reevaluated accordingly.